Event description:
Revision surgery - due to a failed baseplate.

Manufacturer narrative:
The initial incident report was the patient had a failed baseplate. The original surgery was on (B)(6) 2012 and the revision surgery was performed on (B)(6) 2012. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the failed baseplate. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows there were prior complaints associated with the baseplate, glenoid head, and humeral socket. None of the complaints indicated a design or manufacturing problem with the devices from this surgery. The root cause of the revision surgery was due to a failed baseplate after 10.1 years of patient use. The baseplate damage could not be determined with confidence. The details of the failure mode were not provided to djo surgical and the explanted devices were not returned for inspection. The product associated with this complaint met material, design, and manufacturing requirements.